Event description:
See also manufacturer reports 3004209178200600945 and 3004209178200805486. It was reported that the patient experienced a shocking/jolting sensation and her pain returned. She had surgery to replace and reposition her leads in 2006 and had not experienced pain again until recently. The pain came and went and did not seem to be related to body movement or position. It was ranked a ten on a ten-point scale. The patient also had a return of symptoms. She was admitted to the hospital. Further information is being requested from the hcp at this time.